Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer's school nurse was required to intervene by assisting in giving the customer carbohydrates. Customer updated their settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.